Event description:
On 06/23/1998, the MFR rec'd a fax from the international distributor that states a customer in their territory experienced a problem with the device. The report states the following: the pt experienced pain during continuous infusion with the device. An x-ray did not exactly show leakage around the site of the implanted device. The physician seems to consider the needle or the device septum to be the cause of the pt's pain. This time co would like to return an unused needle (from the same lot) and request the manufacturer. Investigate it. No further details were provided at this time.